Manufacturer narrative:
(B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Event date unknown. Device lot # was not provided/unknown.

Event description:
It was reported that the driver fractured. The procedure was completed with another driver.

Manufacturer narrative:
A narrow standard hex driver (phd01n) was returned. Visual inspection of the as received products identified that the tip of the hex driver had fractured. The hex driver had signs of wear due to usage around the shank and the driver handle body. No additional testing was performed due to the condition of the returned products. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.